Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had dropped her pump 3 times and since then, the blood glucose (bg) level had been high. The customer did not think the pump was delivering insulin. The treatment of the high bg was not reported. As the event had occurred in the past, a cause of the high bg could not be confirmed.